Manufacturer narrative:
System was used for treatment. Kit lot d133 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break, alarm #18: system pressure or damaged parts/components. The service order feedback was not available at the time of this report. The service order feedback will be included with the final report once the investigation is complete. This assessment is based on the information available at the time of the investigation. The kit has not been received for analysis at the time of this report. A supplemental report will be created once the kit is received and the investigation is complete. (B)(4). (B)(6) 2016. Device not received for analysis.

Event description:
Customer called to report a system pressure alarm at about 1200ml whole blood processed. Alarm was followed by a leak in the centrifuge chamber. Customer denies blood leak alarm in centrifuge. Customer states leak detector looks intact. Customer states patient is stable. Customer states the drive tube near the upper bearing retaining clip looks damaged and there is a leak at the base of the centrifuge bowl. Patient reported to be in stable condition. Clinical services specialist (css) contacted technical services to have instrument serviced. Customer will return kit for investigation.

Manufacturer narrative:
At the time of the initial report, the product return investigation was pending. At this time the product has not been received for evaluation, hence, the product return investigation record will be close. If the product is received, an investigation will be conducted and a supplemental report will be sent with the investigation findings summary. (B)(4). Device not returned.